Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR report: 3006705815-2018-01169. It was reported that the patient experienced ineffective therapy. Reprogramming was unable to provide resolution. X-rays were taken and confirmed that one lead with further from the midline. As a result, surgical intervention was taken to replace the lead. Issue has been resolved. Note: it is unknown which lead is liable, as such both as being reported.